Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having calibration problems with her sensors. Her blood glucose was 400 mg/dl (her sensor was predicting low blood glucose at the time). The sensor is being returned. No additional information was reported.